Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, fluid could not be identified. Also, it could not be identified from which channel the black fluid leaked out. Hence, a conclusive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: this report is being submitted for the reportable malfunction that was reported by the customer (black fluid leaking) and not due to the issue found during device evaluation, as was previously reported in the initial medwatch report.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope body fluids or filth leaked (or there was a risk of leakage) from the biopsy valve or air/water valve or suction valve or auxiliary water inlet (black fluid leaking). Upon inspection and evaluation, body fluids or filth leaked (or there was a risk of leakage) from the biopsy valve or air/water valve or suction valve or auxiliary water inlet. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿black fluid leaking¿ was confirmed. The following findings were also noted during device evaluation: label is peeling, leak check failed, nicks and scratches found throughout the device, objective and light guide lens have worn glue, bending section glue cracked, red ring missing on the control body, and low angulation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.